Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The re-homing procedure was completed and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system required the completion of the re-homing process after the umbilical cable was disconnected. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Remote desktop to image acquisition system (ias) from mobile view station (mvs) workstation was in session when the umbilical cord was disconnected/connected; this can sometimes cause a homing or a loss of move. However, normal usage of the system does not include a active remote desktop. Remote desktop is only used by medtronic personnel for diagnostic purposes. The software functioned as designed.